Manufacturer narrative:
(B)(4).

Event description:
During the post-implant check on (B)(6) 2014, the estimated battery residual longevity displayed by the programmer (time to rrt) was 4 years and 3 months. The subject device was interrogated several times; however recommendation replacement time (rrt) was displayed as before. Note that the atrial lead was implanted to coronary sinus (cs) and ventricular lead was implanted to right atrial for this patient. An analysis is requested.